Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately one month post procedure the pt was reassessed for symptoms of vaginal erosion. A portion of the sling was removed. The pt remains continent. Follow up revealed the pt did not take any of the prescribed post operative antibiotics. Co believes this factor may have contributed to this event. Co's instructions for use state: " infection and rejection are potential complications of any procedure that requires placement of an implant. To avoid these potential procedural complications...all pts should be placed on a regimen of prophylactic antibiotic therapy, prior to, during and after the procedure."